Event description:
It was reported that during a revision of the anterior cruciate ligament procedure, it was noted that the arthro pusher/cutter device failed to cut effectively. During the surgery, while passing the meniscal suture, the malleable leaflet of the rapidloc malleable graft retractor device was provided to the specialist as a guide. The doctor bent it to position it more effectively. However, after using the arthro pusher/cutter, it became difficult to cut the truespan orthocord super suture, as the device was activated multiple times but did not perform its intended function. This resulted in an additional step of cutting the suture with the institution's forceps, which proved more challenging due to the arthroscopic nature of the procedure. The use of the cutter pusher caused discomfort for the orthopedic surgeon, as three truespan meniscal sutures were required inside the knee, but none could be cut with the cutter pusher. Additionally, the institution's shaver broke down, and with the room coordinator's approval, the shaver was utilized. They also discussed obtaining the necessary authorization for any complications that arose during the procedure involving the institution's shaver. The shaver was utilized because the orthopedist requested theirs, as the patient's condition necessitated it due to the type of tissue present in the joint cavity, and because it was a revision of the anterior cruciate ligament. Despite all the aforementioned events, the surgery was ultimately completed successfully, without affecting the patient or altering the surgical timelines. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary==> the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the arthro pusher/cutter *ea would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.